Manufacturer narrative:
Initial.

Event description:
It was reported that the infusion set tubing broke off from the pitchfork while the pitchfork and needle remained attached to the ilet user, and the user did not immediately change the set, resulting in a high blood glucose of 361 mg/dl. The user later took an insulin pen dose, then reconnected and completed a full supply change with guidance, switching from their usual set to an inset placed on the outer thigh. Symptoms included hyperglycemia and headache. Outcomes included no lasting health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper or incorrect procedure or method, with no applicable device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.